Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Preliminary evaluation was performed on the iabp, resulting in a failed drive manifold test, and the balloon waveform was abnormal when the iabp was put to run with a test balloon. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) stopped working and displayed a warning message ¿augmentation low¿ on the screen when running. When the start button was pressed, the iabp had no action; however, the iabp did work normal after it was restarted. Twenty minutes later, the problem occurred again and the customer changed to another iabp to continue therapy. There was no patient harm nor adverse event reported.

Manufacturer narrative:
A getinge service agent evaluated the iabp and replaced the muffler and regulator to resolve the issue. All functional and safety checks were performed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) stopped working and displayed a warning message ¿augmentation low¿ on the screen when running. When the start button was pressed, the iabp had no action; however, the iabp did work normal after it was restarted. Twenty minutes later, the problem occurred again and the customer changed to another iabp to continue therapy. There was no patient harm nor adverse event reported.